Event description:
A hospital pharmacist reported the surgeon noted 6 instances with defective knives all on one surgery day. Additional info was requested. Additional info was received from the customer indicating, the surgeon reported the cutting performance of the knives was poor. Knives were switched out and cases were completed with no pt impact.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to company's acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the blunt knife experienced by the customer cannot be determined. (B)(4).